Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live birth: (B)(6) 1997, (B)(6) -2008, (B)(6) 2014), placenta previa and ear operation. Concurrent conditions included nickel sensitivity (rash), penicillin allergy (rash and shortness of breath) and general anesthesia. Concomitant products included anovlar (loestrin) from december 2014 to may 2015 for birth control as well as docusate sodium since june 2016, ibuprofen since june 2016, ketorolac tromethamine (toradol) since june 2016, ketorolac since june 2016, oxycocet (acetaminophen w/oxycodone) since june 2016 and oxycocet (percocet) since june 2016. On (B)(6) 2015, the patient had essure inserted. In february 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In june 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines / headaches"), alopecia ("hair loss"), pelvic pain ("pain") and headache ("migraine headaches/ migraines / headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ constant frequent lower back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge"), allergy to metals ("nickel allergy worsen due to essure"), anxiety ("anxiety") and emotional disorder ("feeling emotional"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy), surgery (otal hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy), surgery (otal hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy) and surgery (otal hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. In june 2016, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, vaginal discharge and pelvic pain had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain and alopecia had resolved and the headache, allergy to metals, anxiety and emotional disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, back pain, dysmenorrhoea, dyspareunia, emotional disorder, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure successfully implanted, without complications, with three trialing coils within the left uterine cavity and one trialing coil within the right uterine cavity. After essure removal surgery the plaintiff has been left with abdominal deformity and severe large scarring. Patient did not retain the essure device or any portion of it, after essure removed. She did not had any complications from essure removal procedure. As per pfs, onset date of event vaginal discharge was reported as (B)(6) 2014 (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative (B)(6) -2015: hysterosalpingogram - confirmed plantiff's fallopian tubes were bilaterally occluded, total bilateral occlusion, appropriately positioned coils. Findings: there was normal endometrial contour without intraluminal filling defects, synechia or extrinsic mass effect. There are bilateral essure micro coil inserts which are appropriately positioned no contrast extends into or beyond the micro coils. Impression: normal endometrial contour with appropriately positioned essure micro coils and bilateral fallopian tube occlusion. Pelvic ultrasound on (B)(6) 2015, impression: both essure devices are seen in proper location. The uterus was mildly enlarged without evidence of fibroids or adenomyosis. The remainder of this scan was unremarkable. Surgical pathological report on (B)(6) 2016, gross description: received in fixative was a uterus with bilateral fallopian tubes. The uterus weighs 155 grams and measures 9.5 x 6 x 5 cm. The serosal surface is smooth. The cervix was smooth and measures 3.2 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.8 x 2 cm. The endometrium was slightly congested, and measures 0.1 cm in thickness. The myometrium measures 2.4 cm in thickness. On sectioning, a 0.4 cm intramural fibroid was identified. The left fallopian tube measures 7 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there was a 0.4 cm thin walled paratubal cyst. The right fallopian tube measures 6.8 x 0.5 cm. The fimbria was identified. Near the fimbriated end, there is a 1.4 cm thin paratubal cyst. At the proximal end of both left and right fallopian tubes, an essure device was identified. Representative sections are submitted as follows: cassettes (1) cervix, (2 3) endometrium, myometrium, (4) intramural fibroid, soft tissue at lower segment, (5) left tube, paratubal cyst, (6) right tube, paratubal cyst. Current weight as of (B)(6) 2018: 150 lbs. Approximate weight at the time of essure placement: 150 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals. Concerning the injuries reported in this case, the following one/ones were reported via social media: anxiety and emotional disorder.   Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from social media. New reporter added. New events added: anxiety and feeling emotional. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("prolonged menses/ abnormal bleeding (vaginal, menorrhagia)") and dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 3 (live birth: (B)(6) 1997, (B)(6) 2008, (B)(6) 2014), placenta previa and ear operation. Concurrent conditions included nickel sensitivity (rash), penicillin allergy (rash and shortness of breath) and general anesthesia. Concomitant products included anovlar (loestrin) from (B)(6) 2014 to (B)(6) 2015 for birth control as well as docusate sodium since june 2016, ibuprofen since june 2016, ketorolac tromethamine (toradol) since (B)(6) 2016, ketorolac since (B)(6) 2016, oxycocet (acetaminophen w/oxycodone) since (B)(6) 2016 and oxycocet (percocet) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches/ migraines / headaches"), alopecia ("hair loss"), pelvic pain ("pain") and headache ("migraine headaches/ migraines / headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain/ constant frequent lower back pain"), vaginal discharge ("irregular vaginal discharge/ vaginal discharge") and allergy to metals ("nickel allergy worsen due to essure"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the vaginal haemorrhage, menorrhagia, dyspareunia, migraine, vaginal discharge and pelvic pain had resolved. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, back pain and alopecia had resolved and the headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: essure successfully implanted, without complications, with three trialing coils within the left uterine cavity and one trialing coil within the right uterine cavity. After essure removal surgery the plaintiff has been left with abdominal deformity and severe large scarring. Patient did not retain the essure device or any portion of it, after essure removed. She did not had any complications from essure removal procedure. As per pfs, onset date of event vaginal discharge was reported as (B)(6) 2014 (prior to essure). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Pregnancy test urine - on (B)(6) 2015: negative. (B)(6) 2015: hysterosalpingogram - confirmed plaintiff's fallopian tubes were bilaterally occluded, total bilateral occlusion, appropriately positioned coils. Findings: there was normal endometrial contour without intraluminal filling defects, synechia or extrinsic mass effect. There are bilateral essure micro coil inserts which are appropriately positioned no contrast extends into or beyond the micro coils. Impression: normal endometrial contour with appropriately positioned essure micro coils and bilateral fallopian tube occlusion. Pelvic ultrasound on (B)(6) 2015, impression: both essure devices are seen in proper location. The uterus was mildly enlarged without evidence of fibroids or adenomyosis. The remainder of this scan was unremarkable. Surgical pathological report on (B)(6) 2016, gross description: received in fixative was a uterus with bilateral fallopian tubes. The uterus weighs 155 grams and measures 9.5 x 6 x 5 cm. The serosal surface is smooth. The cervix was smooth and measures 3.2 cm in diameter. The os measures 0.4 cm. The endometrial cavity measures 3.8 x 2 cm. The endometrium was slightly congested, and measures 0.1 cm in thickness. The myometrium measures 2.4 cm in thickness. On sectioning, a 0.4 cm intramural fibroid was identified. The left fallopian tube measures 7 x 0.5 cm. The fimbria is identified. Near the fimbriated end, there was a 0.4 cm thin walled paratubal cyst. The right fallopian tube measures 6.8 x 0.5 cm. The fimbria was identified. Near the fimbriated end, there is a 1.4 cm thin paratubal cyst. At the proximal end of both left and right fallopian tubes, an essure device was identified. Representative sections are submitted as follows: cassettes (1) cervix, (2 3) endometrium, myometrium, (4) intramural fibroid, soft tissue at lower segment, (5) left tube, paratubal cyst, (6) right tube, paratubal cyst. Current weight as of (B)(6) 2018: 150 lbs. Approximate weight at the time of essure placement: 150 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, allergy to metals. Most recent follow-up information incorporated above includes: on 21-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event dyspareunia (painful sexual intercourse), abnormal bleeding (vaginal, menorrhagia), migraines / headaches were clubbed with previously reported events. Events pelvic pain, vaginal haemorrhage, headache, allergy to metals were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure successfully implanted, without complications, with three trialing coils within the left uterine cavity and one trialing coil within the right uterine cavity. After essure removal surgery the plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results: (B)(6) 2015: hysterosalpingogram - confirmed plaintiff's fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.